Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), exposed to moisture. The customer reported no adverse event. The event involved product(s) mmt-1884l. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. P-cap locked in place properly during testing. Unit powered on and functioned properly after battery installation. Proceeded with the following testing to assure proper functionality of the unit. Unit passed the self test and displacement test. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past or during a complaint call that might have triggered the reason complaint. During download review, pump error 63 alarm confirmed in (adapt) and history download on (B)(6) 2024 from 01:09:17.000 through 05:10:00.000. File number: (B)(4) and line number: 147. Per software engineering log, pump error 63 is a hardware error with twi interface or with ad5161 chip. Proceeded by cutting the unit open and perform a visual inspection of connectors and electronic assemblies. Per visual inspection, it was determined that the ingress of moisture penetrating on electronic assemblies, motor assembly and force sensor flex connector on gold traces had led to corrosion. Unit also received a cracked case (battery tube), scratched case and cracked keypad overlay at select button. In conclusion, the unit powered on and functioned properly after battery installation. However, moisture damage was noted on electronic assembly and pump error 63 was noted in history download. Pump error 63 is possibly a hardware error with twi interface or with ad5161 chip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.